Event description:
It was reported that during a treatment procedure to place a greenfield filter, the filter prematurely came out of the introducer sheath upside down. The physician was advancing the greenfield filter when the flex carrier capsule fell off and the filter came out upside down. The filter did not deploy. A snare was used to successfully retrieve the greenfield filter. The physician was unable to retrieve the flex carrier capsule; it remains in the patient. A cordis trapease filter was successfully implanted to complete the procedure. The patient is reported as 'fine' following the procedure; no patient injury or complications were reported. Three days following the procedure, the patient remained hospitalized for reasons unrelated to this procedure.